Event description:
It was reported that the patient had fallen many times. The patient had been recovering from a "bad flu". The patient had experienced acute pain, flu-like symptoms, nausea and sweating since the falls. An alarm was heard but not confirmed by telemetry. The patient had her pump checked by the hcp; results were unknown. They had planned to do a catheter dye study. The patient stated that her symptoms subsided when she took oral medications. The medication being delivered via the device system was dilaudid. Additional information has been requested, follow-up report will be sent if additional information becomes available.